Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty connecting a new freestyle libre 3 plus sensor to the ilet, with repeated messages indicating sensor reconnecting, sensor unavailable, and check sensor; the sensor site appeared intact and adhered, and a subsequent rescan in the ilet mobile app showed activation successful, after which it entered warmup. No adverse clinical symptoms reported. Outcomes included restoration of cgm pairing and initiation of warmup, and no health impact. User support included guided troubleshooting, visual inspection of sensor placement, rescan through the mobile app, and device restart. Investigation of this case revealed that initial pairing failed but was resolved through rescan and device restart, consistent with transient connectivity or setup issues rather than hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user- and process-related pairing interruption that resolved with standard troubleshooting.